Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to implant, an abbott representative found that the implantable cardiac monitor exhibited lower than normal battery levels. The device was switched out before the procedure took place. There was no patient involvement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.